Event description:
The pt reported that she believed she had not gotten enough insulin during a bolus using her infusion device, since she observed a blood glucose level of 487 mg/dl after she ate lunch. She reported her "normal" blood glucose range as 70-180 mg/dl. She reported symptoms of elevated blood glucose level including "chest pains, nausea, and cold chills". During troubleshooting with a co rep, it was determined that her infusion set had not been primed. The pt properly primed the infusion set and selected a new infusion site. She administered a bolus of 5 units of insulin using her infusion device, which reduced her blood glucose level. She acknowledged that her blood glucose level had returned to "normal range". The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned.

Manufacturer narrative:
No product will be returned for eval.